Event description:
Caller reported a cartridge alarm issue with the pump, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support confirmed recurring cartridge alarms and decided to replace the pump. The replacement pump will include updated software, and the customer was advised to program settings and connect the cgm to the new device. Instructions on storing and returning the problematic pump to tandem were provided, along with a request to return it within 10 days to avoid charges.